Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the energy delivery test. In addition, the instrument passed an electrical continuity test. The instrument was tested multiple times for energy delivery and passed each time with no issues. Additional findings not reported by site: the instrument was found to have thermal damage on the yaw pulley. The conductor wire was not found damaged.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the fenestrated bipolar forceps had insufficient sealing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure performed was a tissue obliteration. The reporter confirmed the instrument was checked prior to use. The operating room team noticed coagulation performance was minimized; the reporter indicated there was an insufficient sealing on the tissue. The system did not display any error message at the time of the reported issue. A similar backup instrument was used to proceed with the case. There was a procedural delay of less than 30 minutes.